Manufacturer narrative:
(B)(4).

Event description:
It was reported "couldn't get the fos to zero". Additional information states "no, there were no serious complications or health consequences to the patient the iab was placed via the right femoral artery access site. The team did not use a second catheter. They proceeded with the pci without an iab and did a rotablation during the pci case."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "couldn't get the fos to zero". Additional information states "no, there were no serious complications or health consequences to the patient the iab was placed via the right femoral artery access site. The team did not use a second catheter. They proceeded with the pci without an iab and did a rotablation during the pci case."

Event description:
It was reported "couldn't get the fos to zero". Additional information states "no, there were no serious complications or health consequences to the patient. The iab was placed via the right femoral artery access site. The team did not use a second catheter. They proceeded with the pci without an iab and did a rotablation during the pci case."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.